Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject guidewire was returned along with the microcatheter used in the procedure. Analysis of the returned device revealed that the guidewire nitinol was separated at approximately 3.2 cm from its nitinol distal end. The platinum coil was slightly stretched. The guidewire was bent at 142.0cm from its proximal end. Bubbles were found on the guidewire distal 15.0cm hydrophilic section. During functional evaluation, the guidewire was loaded and advanced through the proximal end of returned microcatheter. The guidewire came out of the microcatheter distal end, with slight friction experienced during advancement. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was not smooth. Information available confirmed that the device was in a good condition prior to use. Based on the information currently available and device analyses, the cause of the analyzed guidewire distal tip detachment could not be determined.

Event description:
Analysis of the returned device revealed that the guidewire distal tip was detached. There were no reported patient complications associated with this event.